Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient (pt) also had a pacemaker. The patient (pt) was instructed to increase their stim today from 1.2 to 1.7 by the manufacturer representative (rep) or their healthcare provider (hcp) (this wasn't clear). When patient did this today, they started having tightness in their chest. Pt did decrease the stim down to 1.4 and this helped the chest tightness. Pt was not having chest tightness when they were using 1.2ma level of stimulation. Tss reviewed further decreasing stim back to 1.2 or turning stim off and for pt to contact their healthcare provider (hcp) as soon as possible due to potential interaction between these systems.